Event description:
When there is an interruption to the horizon perinatal care (hpc) perinatal information system's operation, and if it is long enough that the first patient was connected to a fetal monitor and is discharged during the interruption, the next patient's fetal monitor information will be stored on the past patient's record.======================manufacturer response for perinatal information system, horizon perinatal care (hpc) (per site reporter) ======================for unplanned downtime, go to paper recording of fetal/maternal information from ge fetal monitor. For planned downtime, create temporary patient records in all remaining vacant beds to continue surveillance. New patients need to have fetal strips to document activity during this time.